Event description:
Patient reported "right breast is hard as a rock and have been having these sicknesses" to the right side. Healthcare professional additionally reported capsular contracture baker grade iii and deflation. Healthcare professional later reported that the baker grade of the capsular contracture is IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Deflation: observed two openings assessed as fold flaw opening and surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "the right breast is hard as a rock and I have been having these sicknesses" to the right side. Later, healthcare professional reported capsular contracture baker grade iii and deflation. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade iii.